Event description:
A company representative reported that a diagnostic test showed high impedance during a generator replacement surgery when the new generator was connected to the existing lead. The representative explained that he had already programmed in the desired settings into the generator and was concerned that this may have caused the high impedance. The physicians and representative confirmed that the lead pins were fully inserted into the new generator and heard clicks, confirming that the setscrew had been adequately tightened. The explanted generator was reconnected to the lead and diagnostics indicated normal impedance, leading the physicians to believe the leads were functioning properly and the generator was the cause of the high impedance. A backup generator was implanted, and normal impedance was identified 3 times for that generator. The generator with the high impedance was received by the manufacturer for analysis, but analysis has not been completed on the generator to date. The device history records were reviewed for the generator and revealed that the device met all specifications for release prior to distribution. No additional relevant information has been received to date.

Event description:
Analysis for the returned generator was approved. Review of the programming data revealed the >25% change in impedance on the date of surgery indicated a rise from 0 ohms to 24270 ohms, indicating high impedance. No visual anomalies were observed on the generator exterior. The generator diagnostics were as expected for the programmed parameters. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. The pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. No additional relevant information has been received to date.